Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc1avr1-delsys] (serial: (B)(6). D9: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of a leadless implantable pulse generator (ipg) an unusual resistance occurred when the device was retracted into the cup after flushing. It was noted that the the distal portion of the device protruded outside the cup, with all tines fully exposed, after the flushing stopped the device did not retract back into the cup. It was further noted that the device exhibited high thresholds and recapture was attempted. It was further reported that the cone was not adequately exposed outside the cup, making proper alignment difficult. The leadless ipg and delivery system was attempted/not used and replaced. No patient complications have been reported as a result of this event.